Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported via x-ray that an unknown ozark screw fractured in the most inferior vertebral body. Revision surgery has not been scheduled or performed at this time.

Event description:
It was reported via x-ray that an unknown ozark screw fractured in the most inferior vertebral body. Revision surgery has not been scheduled or performed at this time.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned.   Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Without additional information or returned product, a definitive root cause could not be determined.